Event description:
Event: arterial dissection. Case details: the patient was reported to have a calcific right common iliac artery. An arterial dissection was noted during balloon inflation in the common iliac. A stent was placed in the limb to treat the dissection.